Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer received a communication that while in use on a patient, a cuff leak occurred. The customer indicated that recannulation of a replacement tube was required.